Manufacturer narrative:
One device was returned for repair in used condition. The service history review indicated that the reason for return is related to a past service. Physical condition of the device has scratched lens and loose latch lock. There was no applicable evidence to review in event history. Accuracy testing was performed, and the primary problem was not verified. No fault was found. The device passed all functional tests.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump came back from repair, and they tested it out, but still failing. Prior reason for repair was failed accuracy testing output 21.6 (8%). Event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.